Event description:
Information received that the brake caster would lock and hold, but would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Tech found that the brake caster would lock and hold, but would rotate if pushed on side. Replaced caster to resolve this issue.